Manufacturer narrative:
The tina-quant apolipoprotein a-1 ver.2 reagent lot number was 90740001 with an expiration date of 30-jun-2027. The tina-quant haptoglobin ver.2 reagent lot number was 88577601 with an expiration date of 28-feb-2027. The altp gen.2 reagent lot number was 86336701 with an expiration date of 31-mar-2026. The gamma-glutamyltransferase ver.2 reagent lot number was 90749501 with an expiration date of 31-may-2026. The investigation is ongoing.

Event description:
There was an allegation of questionable results for 20 patient samples from the cobas c 503 analytical unit. The samples were repeated the next day. The repeat results were believed to be correct. Refer to the attachment to the medwatch for all patient data.

Manufacturer narrative:
The qc recovery was acceptable. Therefore, there was no indication of a performance issue with the reagents. The analyzer alarm trace contained multiple abnormal aspiration alarms on the date of the event, near the time the samples were processed. The field service engineer did not find a specific problem. He verified the probe alignment, probe wash, and cell rinse to ensure proper operation with no further alarms or errors. The investigation did not determine a specific root cause, but noted that the issue was resolved after the service actions.